Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect syphilis, list 8d06-39, that has a similar product distributed in the us, lists 8d06-31 and 8d06-41.

Event description:
The customer observed a false negative syphilis result on the architect i2000sr analyzer. The following data was provided: initial 0.65, repeat 0.8, 1.97, 1.79, (B)(6) and (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing on lots 88489li00 and 89366li00. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. No file kit testing could be performed for lot 82020li00 as this lot expired as of 2018-09-25. Return patient samples in china are not allowed to be exported out of country due to chinese government restrictions. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. This event has been reported on 3 separate suspect medical devices, please also see the following manufacturer report numbers 3002809144-2018-00540 for lot 88489li00 3002809144-2018-00541 for lot 89366li00.